Event description:
The customer contacted philips healthcare to report that the heartstart efficia dfm100 defibrillator is experiencing the system test failed, error appears.the efficia dfm100 defibrillator, model (B)(4), is substantially similar to the heartstart xl+ defibrillator (model (B)(4) and will be reported in the united states under device model (B)(4). There was no reported patient involvement.